Event description:
The customer contacted baxter's service center regarding a system error 2267, which occurred on the homechoice (hc) during dwell 15 of 16. The technical service representative (tsr) had the registered nurse (rn) power cycle the hc. The hc alarmed system error 2367. The tsr had the rn the power cycle the hc again. The hc proceeded to press go to start. The tsr informed the rn to start over with all new supplies or perform continuous ambulatory peritoneal dialysis (capd) to complete the hp's therapy. The tsr instructed the rn to inform peritoneal dialysis nurse (pdrn) of the system error 2267. Per the callscript, the hp was connected at the time of the alarm, the patient line was properly primed before connecting, a patient extension line was not used, the hp did not disconnect any time prior to the alarm, all of the bags were properly connected, there were no open clamps on any unused lines, there was not anything unusual noted about the supplies, and the supplies were not damaged by an outlet clamp. Proper procedures were reviewed with the patient. There was the patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for a system error 2267 (air in set) was not confirmed. The cause was undetermined. Per the customer, the sample was discarded and the lot number was unknown; therefore, no evaluation or batch review could be performed. A 510(k) number will not be provided in the emdr, because the product is unknown.